Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Insulin pump received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm.